Manufacturer narrative:
Explanted date: device was not explanted. Phone number: unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the back-part of the angio-seal device involved came off and the anchor was deployed. The procedure performed was a coronary angiography using a 6 fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were deployment issues with the device. The anchor was deployed and there was no visual confirmation of the device showing the anchor missing. No testing was performed to locate the anchor. There was no testing performed to confirm if the anchor was missing. The location of the anchor was in the vessel, subcutaneous tissue. There was no medical or surgical intervention preformed to remove the anchor. The collagen was deployed. There was noticeable damage to the device, the back part came off. There was no relevant blood loss. The patient was in stable condition. Additional information was received on 15 feb 2022: it was reported that the device cap was removed from the device sleeve during pulling, the device seemed to click and lock correctly. The anchor gripped and the collagen deployed, after pulling back the insertion sheath, the doctor used his other hand to fiddle with the tamper tub while keeping the tension on the suture. The doctor then cut the suture and prompted hemostasis. No additional or prolonged manual compression was necessary. Prior to deployment there was no noticeable damage to the device and the suture was not broken. There was no clinical need to confirm location of the implanted components because the patient was discharged with normal clinical status. There were no additional devices used with the involved device. There was no additional force was applied during the pulling. A vascular angiography was done prior the device use; there was no evidence of disease in the access site and the puncture site was located as desired. Deployment was correct and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6 - investigation conclusion - code 4315 is based upon evaluation of user facility information and no device return; code 67 is based upon evaluation of the unused samples. One unused 6fr angio-seal vip was returned for product evaluation. The returned sample was an unopened and unused angio-seal vip. The package was opened, and all components were examined for potential damage or issues. No issues were identified with the components. Functional testing was performed by attempting to deploy the device in the vessel model. The device was able to be inserted, set to the forward lock position, and fully rear-locked without issue. Closure was performed by deploying the internal components and tamping down the anchor, suture, and collagen. No issues with device connection/assembly were identified. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).